Manufacturer narrative:
A ge svc rep ordered a new table generator interface board. It is anticipated that replacement of this part will restore the system to operating as intended.

Event description:
The customer reported that the sys displayed a communication failure error message and that the table failed. No pt injury was reported.